Manufacturer narrative:
Block b3: exact date unknown, event occurred in over a year. Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI: upn: m365sc12000, model: sc-1200, serial: (B)(6), batch: 358595. Product family: scs-linear leads: upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7031334/5096461/5096958. Product family: scs-linear leads: upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 5081656/5080709.

Event description:
It was reported that the patient had inadequate stimulation. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned as they were disposed of per hospital protocol.